Event description:
The customer reported that the system intermittently locked up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The general purpose operating system (gpos) and the real time operating system (rtos) were replaced during the service call. The system was tested and found to be working as intended and put back into service.